Manufacturer narrative:
Additional info has been requested and will be submitted within 30 days of receipt. Cypher select is not distributed in the us; however, it is similar to us distributed cypher product. This is one of two reports submitted for the same event. Please reference MFR report #'s: 9616009-2007-02593 and -02595.

Event description:
A female pt with a history of hypertension, hyperlipidemia, diabetes, and a previous smoking habit was enrolled in the study in 2007 with 2-vessel disease. The pt was currently taking aspirin and statins. The main indication for the intervention was stable angina pectoris. The first target lesion was a native, de novo, non-ostial, smooth, readily accessible, concentric, type b1 distal left anterior descending. The reference vessel diameter was 2.75mm and the lesion length was 13mm. Pre-procedure diameter stenosis was 80%. The lesion was direct stented with a 2.75x13mm cypher select plus stent, which was electively implanted at 14atm with satisfactory results. The stent was not post-dilated. Post-procedure diameter stenosis was 0%. The second target lesion was a native, de novo, non-ostial, smooth, readily accessible, eccentric, moderately calcified, type b2 mid left anterior descending. The reference vessel diameter was 3mm and the lesion length was 18m. Pre-procedure diameter stenosis was 90%. The lesion was pre-dilated with a 2.5x25mm balloon at 12atm and a 3.0x18mm cypher select plus stent was electively implanted at 18atm with satisfactory results. The stent was not post-dilated. Post procedure diameter stenosis was 0%. Fifty days post index procedure, the pt died of an unk cause. This was described as a cardiac death. An autopsy was not performed. Please note that there is no documented clinical evidence of a thrombosis; however, per arc guidelines for thrombotic events, this unexplained death greater than 30 days from the implant of the drug eluting stent meets the criteria for a possible thrombosis and is therefore, being reported.